Event description:
Reportedly, during the f/u performed on (B)(6) 2012, the pacemaker involved in this MDR report could not be interrogated; in addition, no magnet response was observed. However, effective atrial pacing was observed (device was programmed in aai safer mode). It was noted that the battery impedance was at 1.59 kohms during (B)(6) 2011 f/u. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.